Event description:
Healthcare professional reported left side capsular contracture baker grade unknown, rupture, silicone migration, cyst- (not device related), folding of implant, and calcification and ¿axillar homolateral adenopathy¿ and ¿lymph node that seems to be infiltrated with silicone since it presents posterior acoustic reinforcement that starts from the hilum¿, and ¿ganglion siliconoma¿. Device has been explanted.

Manufacturer narrative:
Continued h6 (health effect impact code): f2203 imaging required. Continued e.1. Zip code: (B)(6). Continued e1 phone number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture baker grade unknown, lymphadenopathy and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown., lymphadenopathy, rupture , migration and granuloma.